Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number for the device available? What were the indications for surgery? What specific bowel procedure was performed? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation? Were there any issues with hemostasis intra-operatively? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Were any staple formation issues identified during the endoscopy? What is the current status of the patient?

Event description:
It was reported that following a bowel procedure, the use of the stapler by our general surgeon has resulted in bleeding at the anastomosis site, resulting in the patient requiring a scope. Patient was scoped to see where the bleeding was from. A few clips were used to control bleeding.